Manufacturer narrative:
E1: initial reporter address 1 - (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the forearm vessel. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 1atm. The device was simply pulled out from the patient's body. The physician's comment was "the balloon ruptured at 1atm and it seems to be an initial defect of the device." The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the forearm vessel. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 1atm. The device was simply pulled out from the patient's body. The physician's comment was "the balloon ruptured at 1atm and it seems to be an initial defect of the device." The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.